Manufacturer narrative:
H6: medical device problem code 1494 - indication for use the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 27f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. It should be noted that the prostyle instructions for use states: for access sites in the common femoral vein using 5f to 24f sheaths. In this case, hemostasis was successfully achieved. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra implanting interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to a 27f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.